Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the device was not on the bus. A field service engineer found that the half-height drawers 2.1 and 2.2 were off the bus. The back panel was opened, and no lights were found on the pyxibus module board. Both drawer controller boards were tested, and it was found that the drawer 2.2 controller had also failed. The drawer controller board and pyxibus module board were replaced. The fse added drawer back in storage space configuration and the customer tested both drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was detected not on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, no adverse events or injuries were reported as a result of this incident.